Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation; six events were confirmed during testing. One device was found to be affected by corrosion in an electrical component. Five devices were found to be affected by a worn component. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device ran without user activation. Five reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.